Event description:
It was reported that a pump displayed no disposable alarms three different times this week. No adverse patient effects were reported.

Manufacturer narrative:
Corrected data: b1, corrected data: corrected data: b1 product problem.